Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited incompatible scope(e315) error and corroded connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, for light guide lens had stains, the most probable cause of the complaint was not established. Additionally, for the remaining findings, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.